Event description:
It was reported that the patient was experiencing inadequate pain relief despite of optimizing the program. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.